Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, during insertion in the guide catheter, the shaft of the balloon catheter broke. There were no patient complications nor injuries reported. It was further reported that the device was pulled out and completely removed from the patient's body. The procedure was completed with another of the same device.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, during insertion in the guide catheter, the shaft of the balloon catheter broke. There were no patient complications nor injuries reported.